Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the generator repeatedly displayed error c-34 when monopolar energy was activated. Troubleshooting had first included advising the team to change the monopolar energy mode to a lower setting (such as a classic coagulation setting). The team had then continued the procedure using bipolar energy instead. The procedure was completed with no reported injury.